Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right ventricular lead exhibited noise oversensing. The lead was capped and replaced on (B)(6) 2022. The patient was stable in condition.

Event description:
Additional information received notes that there was also insulation damage noted.